Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was hospitalized for a urinary tract infection (uti) recently and discharged on (B)(6) 2023. It was also reported that no catheter kinking was present and that the catheter kink was resolved. It was also reported that the cause of the patient not getting any medication was not known. It was reported the issue was resolved. Additional information was received from a healthcare provider (hcp) reporting that it was unknown when the catheter kink was first observed. It was reported that the patient's last pump replacement was on (B)(6) 2019 due to elective replacement indicator (eri). The actual and expected residual reservoir volumes at the patient's last refill were not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine via implantable pump. The indication use was for non-malignant pain, post laminectomy pain, cervical radiculopathy, and spinal pain. The patient representative reported that the patient ended up in the hospital for four to five days. It was noted that during the pump refill, she was not getting any medication because the catheter was kinked. There was hardly anything taken out of the pump. The event was few years ago.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2013. Explanted: product type catheter product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2014. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-apr-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 15-nov-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.